Event description:
It was reported that the armada 14 was placed at the lesion site and inflated. During inflation at 1-2 atmospheres, the balloon ruptured. Another balloon catheter was successfully used for the procedure. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.